Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer made three attempts to follow up on this case, but was unable to obtain any further information. Furthermore, the device was not received for analysis. As such, no further investigation can be performed at this time, and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficits were identified. Should further information become available at a later date, the case will be reopened, and appropriate investigative actions will be taken. Unable to follow up; not returned.

Manufacturer narrative:
Due to limited information this event is being reported in a conservative manner.

Event description:
On (B)(4) 2017, the manufacturer was notified of the following through patient tracking: on (B)(6) 2017, a perceval sutureless valve size 23 mm (sn# (B)(4)) was implanted. A second patient registration form was then received for another perceval sutureless valve size 23 mm (sn# (B)(4)) that was implanted on (B)(6) 2017.